Manufacturer narrative:
B3: date of event is estimated.

Event description:
It was reported the patient lost therapy due to not charging the ipg. The patient has not recharged or used the ipg in over a year. As a result, surgical intervention may occur to address the issue.

Event description:
Surgical intervention was undertaken on (B)(6) 2023 in which the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 to 90 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error. During processing of this incident, attempts were made to obtain complete event and patient information. Further information was requested but not received.